Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of time/clock anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a time lag of approximately 20 minutes in a month. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump programmed with the current time and was monitored for several days, no unexpected time gain or loss anomaly noted. The time and date functioned properly. The insulin pump had a scratched case.